Manufacturer narrative:
The rescue data file was downloaded from the AED and sent by the distributor, along with additional information about the rescue event, to cardiac science for analysis. Cardiac science's medical director reviewed the data and concluded the AED operated as designed. After being attached to the patient the AED started to analyze the patient's rhythm and initially detected the patient's vf rhythm as shockable and started to charge. Due to fluctuations in the ECG rhythm amplitude the AED detected the ECG rhythm had changed and canceled the shock. There were periods in the vf rhythm where rapid changes in signal amplitude resulted in under-sensing and led the AED to issue a no shock advisory.

Event description:
The event was reported to cardiac science by a distributor in (B)(4). A middle-aged man went into cardiac arrest in a store. Five (5) to 10 minutes later an AED was attached to the patient by a man trained in first aid. A shock was not delivered to the patient. The cardiologist who reviewed the rescue data thought the AED did not shock a shockable rhythm. Patient outcome was unknown.